Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2013. Evaluation summary: the production lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: the benefit-risk relationship of the product is not affected by this report.

Event description:
Did not help in right knee [device ineffective]. Injection helped some in left knee [therapeutic response decreased]. Weird fall [fall]. Case description: spontaneous report was received on (B)(6) 2013 from a (B)(6) female patient, initials (B)(6). The patient's medical history was significant for previous use with synvisc (five times in left knee and once in right knee). On an unspecified date in 2012, the patient initiated treatment with synvisc (hylan g-f20) injection into both knees, dosage regimen and route of administration not provided. The lot number of synvisc was not provided. It was reported that the synvisc injection helped some in her left knee with the effect lasting for around 6 weeks and did not help in her right knee. On an unspecified date in 2013, the patient had a weird fall and was now almost disabled. The action taken with synvisc treatment was not provided. The outcome and intensity for the events of weird fall, injection helped some in left knee and injection did not help in right knee was not provided. Concomitant medications were not provided. The causal relationship between synvisc and all the events was not provided by the reporter.